Event description:
It was reported by the independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is not shifting fully. No patient injury alleged, no additional information provided.